Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operative of a laparoscopic sleeve gastrectomy, the patient was re-operated for an obstructed jejunal-jejunostomy. The patient is still in the hospital.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted there were no abnormalities that would have caused or contributed to the reported condition. The loading units were loaded into a pmv representative instrument for functional testing. The loading units were cycled without hesitation or binding and were applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.